Event description:
Complainant alleged that while attempting to defibrillate pt with an asystole heart rhythm, the device displayed a "poor pad contact" message and failed to discharge. The device was charged to 120 joules and failed to discharge a total of three times. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however it was unrelated to the reported malfunction. The device was taken from service and evaluated. The facility's biomedical engineering dept was unable to duplicate the malfunction.